Event description:
It was reported that the ventilator was displaying diagnostic code check vent: proximal pressure sensor range error. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. No patient information was provided although requested. The customer troubleshot with technical support and could not duplicate the reported issue. Upon a follow up the customer reported that the reported issue was not duplicated. The unit was run for 24 hours and no issue was found. The unit was returned to use.